Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the user interface to stack flex assembly cable was not plugged into the user interface pcb. Physio connected the cable to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on with ac or battery power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with ac or battery power. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on with ac or battery power. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 01/29/2019.